Event description:
Procedure: vats. Reportedly, the stapler did not fire correctly and it tore the lung. The surgeon used sutures to repair the tissue. There was some bleeding, but there was no further injury reported.